Event description:
It was reported that doctor (B)(6) was doing rectum resection (low anterior resection) and was using the device. He is an experienced surgeon and really knows the device. He put the device in place to make an anastomosis, but after putting the battery to the device, the screen did not turn bright, and the device did not work. The or team took another battery from another instrument, and again, nothing happened - the screen was dark. Finally, they changed the instrument, and everything worked well. The surgery was delayed by 15-minutes.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Yes. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Yes, the patient experienced leakage after the surgery and had to be reoperated. Stoma was done and most probably will be kept for life. Was the first anvil used for the second device? No, we used the new one. Did the or staff insert the battery and confirm device illumination prior to insertion into body as instructed in IFU? Yes. Does the surgeon believe the difficulty with device may have cause or contributed to post-op leak? Yes. What were the indications for surgery? Rectosigmoid cancer. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? With the second device - no. What healthcare professional fired the device and what is his/her experience with the device? The colorectal surgeon with highest experience with the mentioned device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b (if this means that the scale is closer to the professional firing the device. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? Yes. What confirmation was received that the device completed the firing sequence? The first device was not working. The second ¿ audible and checkmark was visible was the green checkmark visible at the end of the firing? With the first device there was no firing. With the second ¿ yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Not worked. With the second device no problems. Were the donuts inspected? Yes, circular and thick. Were there any issues noted with staple formation? No problem with the second one. Was a leak test performed? Yes, negative. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? How was the leak identified? Clinical, biochemistry. What was observed at the site of the leak upon reoperation? Few mm leak at the anastomotic site. How was the leak addressed? Hartmann's procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has it been determined if the stoma will be permanent or temporary? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2022 d4: batch # 316a56 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: response: "they still do not know".